Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided, the root cause of the stroke/cva was not determined.

Event description:
The complainant reported that during impella cp support, the male patient suffered a cerebral infarction post implantation. The stroke was embolic. The patient had hemiparesis on the left. The cerebral infarction may have been due to calcifications in the aorta. The paresis was noted to have regressed and the patient is stable. The device was not removed as a result of the issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿